Manufacturer narrative:
Other relevant device(s) are: product ID: sw kit 9735740 stealth s8 spine, version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure ( posterolateral fusion lumbar 4- 5 with iliac crest bone graft) there was an alleged inaccuracy. The physician stated the accuracy was off when placing the pedicle screws at l5. When placing the tap into l5, he alleged the navigation system was not providing an accurate description of where he actually was and it "didn't feel right." The manufacturer representative (rep) present asked him if the projection of where the instrument was going seemed a little too superior and more towards the endplate then desired. The rep suggested that if he believed the navigation was off to stop proceeding with the tapping process, and take the instrument and lace it on different anatomical landmarks throughout the different levels captured in the spin to see if he agreed with what he was seeing on the navigation system vs where he was in the incision. After he did a few anatomical landmark checks, he said it was not off (not inaccurate) and proceeded to place the pedicle screw in the previously tapped hole. After the ap and lateral x-rays were taken, it showed the screw in l5 that was in question was indeed too superior and went into the l4-5 disc space. The physician requested the imaging system to be checked out, and replaced the screw. The physician later stated he believed it was a user error when battling a small incision during that procedure and the skin may have been pulling on the different instruments being used and had something to do with the alleged inaccuracy. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated. The behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The amount of inaccuracy was unknown, it was just stated by the physician as a general claim. The representative notified the physician that these claims were being reported and checked on. He was also aware that an engineer was at the account the same day to check accuracy and functionality of the machine.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.